Manufacturer narrative:
Sc-1160. Sn (B)(6). The returned ipg was analyzed and the device was charged fully in one cycle. A review of the patients data found low charge voltage and low charge current, likely caused by device migration/depth/orientation or charging technique issues. With all the available information, boston scientific concludes that the reported event was not confirmed.

Event description:
It was reported that the patient was experiencing difficulty charging the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing difficulty charging the ipg due to its location. The patient underwent an ipg replacement procedure and was doing well postoperatively.